Event description:
It was reported that the fluoroscopy was taken post procedure. It was noted that the helix of right ventricular (rv) lead was inside the lead. The pocket was reopen and the helix was re-extended. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.